Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the pt had a history of previous pci, previous myocardial infarction (mi), insulin dependence diabetes melitus (iddm), hyperlipidemia, hypertension and chronic renal disease. The index procedure was performed in 2008, to treat a 99% in-stent restenosis of the bifurcated proximal the left anterior descending (lad) lesion, which measured 2.25x20mm. Treatment consisted of predilation and placement of a 2.25x23 mm promus stent with post dilation resulting in 0% residual stenosis. In 2009, the pt underwent a reintervention of the proximal lad due to 27% focal in-stent restenosis. The event was resolved with treatment using a promus stent to 0% residual stenosis. The event was reported as having an unk relationship to the study device. The pt was taking aspirin and plavix at the time of the event. No add'l event or pt information is available.

Manufacturer narrative:
Restenosis, listed in the IFU, is unk adverse event associated with coronary stenting, and is listed in the risk assessment as a no-fault post-procedure complication. Reportedly, the promus stent was used to treat in-stent restenosis. Also the IFU states: the promus everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in pt with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions (length 28 mm) with a reference vessel diameter of 2.25 mm -4.0 mm. In this case, a conclusive cause for all the reported pt effect and the relationship to the promus sds, if any, cannot be determined.